Event description:
It was reported that the catheter had a hole and was leaking.

Manufacturer narrative:
An investigation has been initiated. We are currently waiting for additional info and the return of the device for evaluation. When the investigation is complete a final report will be submitted.